Event description:
Extravasation was detected when the nurse was flushing the catheter. The x-ray determined that the fluid was leaking in the subcutaneous tract. When rptr observes the catheter they noted a hole in the junction of the more thin part with the greater diameter, near the cuff.